Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and found that the unit has smoke damage. The flow valve, solenoid manifold and turbine manifold were replaced. After replacing, preventive maintenance was done.

Event description:
The customer reported that the lap top ventilator 1150 was having loud clicking noise. During the service revealed smoke damage. At this time, there is no information regarding patient involvement associated with the reported event.